Manufacturer narrative:
(B)(4). D10: unknown head, unknown liner, unknown cup. Customer has indicated that the product is unavailable by hospital policy and will not be returned. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a right hip revision approximately four months post-implantation due to pain and instability. During the revision procedure, it was noted that a dual mobility bearing trial was found which had been inadvertently implanted during the initial surgery. The liner and head were replaced. No additional information available for the reported event.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d5; g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. The root cause of the reported issue is attributed to off-label use by leaving the provisional liner within the patient. As per instruction for use: 'all trial, packaging, and instrument components must be removed prior to closing the surgical site. Do not implant.' If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.